Event description:
Condylar plate broke approx 8 mos post operative. Pt was non-union for distal femur fracture. Surgeon removed plate and replaced with liss.

Manufacturer narrative:
No conclusions can be drawn as the product was not returned for investigation. Date of MFR has been requested.